Manufacturer narrative:
The customer's report was not duplicated during testing. The device was put through extensive testing including full functional testing with daily, weekly and monthly self tests without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device log showed no current errors. The logs indicated that the device had not been used since it's last certification. This report has been closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.